Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic low unipolar impedance. It was also reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.